Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position, was explanted after an implant duration of 3 years, 9 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position, was explanted after an implant duration of 3 years, 9 months due to endocarditis, dehiscence with rocking motion of the valve, severe insufficiency and severe paravalvular leak. The patient presented with sob. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo-avr with a 23mm inspiris valve. Intraoperatively, the aortic annulus was necrotic in the left and non-coronary cusps. Post bypass tee confirmed excellent prosthetic valve function with no pvl.